Event description:
On 22 sept 2021 accelus was informed of a planned revision procedure involving a flarehawk9 implant. It was reported that the initial procedure took place on (B)(6) 2020. Reportedly the patient returned with back pain and the surgeon confirmed that the shim component had migrated from the shell component. The revision procedure was performed on (B)(6) 2021 to remove the implant. The removal took 60 minutes in total since fusion had occurred at that level. Once the surgeon cleared the bone from within the shim, it was removed. The shell was left in-situ and procedure was then completed with precision spine pedicle screws. No additional patient harm was reported.